Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink blood solution set was unable to prime. This was described as the solution flowing normally into the filter, however, the filter would not fill up all the way. The set was being used to infuse platelets. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The actual unit was not received for evaluation. However, a companion sample was received for evaluation. The sample arrived in a sealed pouch. Visual inspection and functional testing were performed and no defects were noted. The pump was turned on and no alarms were noted. The sample primed and flowed normally and functioned as designed. The condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.